Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. Images were provided. The imaging evaluation performed by a clinical imaging specialist showed the following: one time point available for evaluation: post-implantation cta dated (B)(6) 2025. There appears to be contrast in the ima on this arterial contrast axial image. Contrast appears to be pooling in the aneurysm sac at the level of the ima communication which is suggestive of a type ii endoleak involving the ima. Comparison axial series images confirm there is contrast pooling in the aneurysm sac. Maximum abdominal aorta aneurysm diameter appears to be 64.1mm x 68.4mm. Cannot confirm aneurysm growth with one time point. There appears to be unclear/fuzzy border margins which is suggestive of a rupture. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak and aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2020, patient underwent an endovascular procedure to treat an abdominal aortic aneurysm, utilizing gore® excluder® aaa endoprosthesis. On (B)(6) 2025, patient was seen by the physician, and presented with abdominal pain. A CT scan was performed and aneurysm enlargement was noted (location and amount of enlargement remains unknown). On (B)(6) 2025, physician called the fsa notifying about this enlargement observation. Images were sent to gore imaging services to determine if there was an endoleak. On (B)(6) 2025, physician performed an angio, and did not see an endoleak. Currently, it is unknown if the patient will be treated for this enlargement. On 2/3/2025, fsa reported he spoke to the physician on 2/3/2025, and got additional information. Physician reported on (B)(6) 2025, patient underwent exploratory open surgery to confirm if there was an endoleak. A type ii endoleak was confirmed, and physician sewed off flow with sutures, preventing flow into the aneurysm sac. It was also reported patient expired. Date and cause of death remains unknown. No further patient and case information is available.